Event description:
It was reported that the locking screw for the insert backed out and into the knee joint. In 2009, surgeon removed the loose screw from the knee joint through a scope.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Retained by pt. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.